Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The unit was returned, and failure analysis investigation was completed. The reported error was confirmed in the logs, but it could not be replicated during testing. Rotors on the unit were replaced as a precaution.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical support engineer (tse) to state that they had a repeated recoverable fault on the universal surgical manipulator (usm4) that would not recover. The customer stated that they encountered errors 23087 and 23138 on usm4. The customer power cycled the system twice, but the issue remained. The customer then swapped the instrument to a prograsp forceps, and the usm was working, so they continued with the case. The customer stated that they also encountered an error with usm3 during an earlier case as well. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the ports were placed prior to the issue being identified. The system functionality was not checked, but no errors were initially present. Technical support was contacted for troubleshooting, and full troubleshooting was completed. The prograsp forceps instrument was swapped out to another prograsp, and it resolved the issue for a while; however, it errored again, and the customer had to disable the usm.